Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband experienced high blood glucose. The customer's blood glucose was 476 mg/dl at the time of incident. The customer's blood glucose was 508 mg/dl at the time of call. The customer's spouse stated that her husband has been running high of 276 mg/dl. The customer's spouse stated that he treated his high blood glucose with the insulin pump. The customer's spouse performed troubleshooting and did not found air bubbles, leaks, insulin and site issues, and setting issues. The customer's spouse was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer's spouse was advised to call when tubing clamp is received to perform high pressure test and to confirm if insulin pump can detect an occlusion. The insulin pump will not be returned for analysis.